Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain / severe cramping / pain") and genital haemorrhage ("heavy bleeding / extreme bleeding") in a 37-year-old female patient who had essure (batch no. D08062,cs000x7) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, headache, crying, anxiety, irritable, joint range of motion decreased, urinary tract infection, blood pressure high, iud dislocation, menorrhagia, spotting vaginal, menstruation increased, muscle cramps, clotting disorder, back pain, dysmenorrhea and hypertension. Previously administered products included for an unreported indication: mirena. Family history included hypertension (mother). Concomitant products included intrauterine contraceptive device (paragard) (B)(6) 2016, levonorgestrel (mirena) from 2010 to 2015, medroxyprogesterone acetate (depo provera) from (B)(6) 2016 and medroxyprogesterone acetate (provera) (B)(6) 2016 to 2016 for contraception as well as losartan from 2015 to 2016, metoprolol succinate from 2005 to 2007, sertraline since 2016 and verapamil since 2013. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced headache ("headache"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2016, the patient experienced alopecia ("hair loss") and was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced fatigue ("fatigue, extreme fatigue around 2 days before menstruation cycle start all the way thru cycle") and abdominal distension ("gastrointestinal or digestive system condition type : bloating"). In (B)(6) 2016, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and back pain ("lower back pain") and was found to have blood count abnormal ("blood level lower"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, headache, menorrhagia, female sexual dysfunction, migraine, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, weight increased, abdominal distension and blood count abnormal outcome was unknown and the genital haemorrhage, back pain, fatigue, vaginal haemorrhage, alopecia and pelvic pain had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, blood count abnormal, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 165 lbs. Essure coil placement each essure coil was advanced to the black stop line, the sheath was withdrawn to reveal the gold and green placement markers, the coils were deployed and the sheath was removed, leaving 3-12 visible coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: essure was confirmed to be in the right place and it was effective. Concerning the injuries reported in this case, the following one were confirm in patient¿s medical records: genital haemorrhage. Further company follow-up with the lawyer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 19-apr-2019: pfs received : patient demographic added, lot number added, events added - abnormal bleeding (vaginal, menorrhagia), apareunia, migraines ,nausea, dysmenorrhea, dyspareunia, vaginal discharge, weight gain, bloating, hair loss, pelvic pain, blood count abnormal. Events onset date added and outcome updated. Concomitant drug , medical history and lab data added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain / severe cramping / pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("lower back pain"), headache ("headache") and fatigue ("fatigue"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, genital haemorrhage, back pain, headache and fatigue outcome was unknown. The reporter considered abdominal pain, back pain, fatigue, genital haemorrhage and headache to be related to essure. Further company follow-up with the lawyer, lawyer or lawyer is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain / severe cramping / pain') and device dislocation ('device dislocation') in a 37-year-old female patient who had essure (batch no. D08062,cs000x7) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, headache, crying, anxiety, irritable, joint range of motion decreased, urinary tract infection, blood pressure high, iud dislocation, menorrhagia, spotting vaginal, menstruation increased, muscle cramps, clotting disorder, back pain, dysmenorrhea, hypertension and cystoscopy. Previously administered products included for an unreported indication: mirena. Family history included hypertension (mother). Concomitant products included intrauterine contraceptive device (paragard) (B)(6) 2015 to (B)(6) 2016, levonorgestrel (mirena) from 2010 to 2015, medroxyprogesterone acetate (depo provera) from (B)(6) 2016 to (B)(6) 2016 and medroxyprogesterone acetate (provera)(B)(6) 2016 to 2016 for contraception as well as losartan from 2015 to 2016, metoprolol succinate from 2005 to 2007, sertraline since 2016 and verapamil since 2013. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced headache ("headache"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2016, the patient experienced alopecia ("hair loss") and was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced fatigue ("fatigue, extreme fatigue around 2 days before menstruation cycle start all the way thru cycle") and abdominal distension ("gastrointestinal or digestive system condition type : bloating"). In (B)(6) 2016, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding / extreme bleeding") and back pain ("lower back pain") and was found to have blood count abnormal ("blood level lower"). The patient was treated with surgery (total davinici hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, device dislocation, headache, menorrhagia, female sexual dysfunction, migraine, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, weight increased, abdominal distension and blood count abnormal outcome was unknown and the genital haemorrhage, back pain, fatigue, vaginal haemorrhage, alopecia and pelvic pain had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, blood count abnormal, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 165 lbs. Essure coil placement each essure coil was advanced to the black stop line, the sheath was withdrawn to reveal the gold and green placement markers, the coils were deployed and the sheath was removed, leaving 3-12 visible coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: essure was confirmed to be in the right place and it was effective.. Concerning the injuries reported in this case, the following one were confirm in patient¿s medical records: genital haemorrhage. Left side : lot no -d08062, production date 2014-09-18 expiration date 2017-09-28. Right side : lot no -cs000x7, production date 2015-07-10 expiration date 2018-04-28. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 17-nov-2020: quality-safety evaluation of ptc. Event "device dislocation¿ was added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of abdominal pain ('abdominal pain/severe cramping/pain'). In a 37-year-old female patient who had essure (batch no. D08062,cs000x7), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: hypertension, headache, crying, anxiety, irritable, joint range of motion decreased, urinary tract infection, blood pressure high, iud dislocation, menorrhagia, spotting vaginal, menstruation increased, muscle cramps, clotting disorder, back pain, dysmenorrhea, hypertension and cystoscopy. Previously administered products, included for an unreported indication: mirena. Family history included: hypertension (mother). Concomitant products included: intrauterine contraceptive device (paragard) (B)(6) -2015 to (B)(6) 2016, levonorgestrel (mirena) from 2010 to 2015, medroxyprogesterone acetate (depo provera) from (B)(6) 2016 and medroxyprogesterone acetate (provera)(B)(6) 2016 for contraception as well as losartan from 2015 to 2016, metoprolol succinate from 2005 to 2007, sertraline since 2016 and verapamil since 2013. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced headache ("headache"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). On (B)(6) 2016, the patient experienced alopecia ("hair loss"). And was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient experienced fatigue ("fatigue, extreme fatigue around (B)(6) days before menstruation cycle start all the way thru cycle"). And abdominal distension ("gastrointestinal or digestive system condition, type: bloating"). On (B)(6) 2016, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding/extreme bleeding") and back pain ("lower back pain"). And was found to have blood count abnormal ("blood level lower"). The patient was treated with surgery (total davinici hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, headache, menorrhagia, female sexual dysfunction, migraine, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, weight increased, abdominal distension and blood count abnormal outcome was unknown. And the genital haemorrhage, back pain, fatigue, vaginal haemorrhage, alopecia and pelvic pain had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, blood count abnormal, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight: 165 lbs. Essure coil placement: each essure coil was advanced to the black stop line, the sheath was withdrawn to reveal the gold and green placement markers. The coils were deployed and the sheath was removed. Leaving 3-12 visible coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 29 kg/sqm. Hysterosalpingogram: on (B)(6) 2016, essure was confirmed to be in the right place and it was effective. Concerning the injuries reported in this case, the following one were confirm in patient¿s medical records: genital haemorrhage. Left side: lot no#: d08062, expiration: sep/2017; right side: lot no#: cs000x7, expiration: apr/2018. Further company follow-up with the lawyer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2020, mr received: reporter, lot number, date and medical history added. Previously reported event of genital haemorrhage downgraded to non-serious. We received a lot number in this case. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.